Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected alarm and power loss alarm. The power management tool confirmed pump error detected alarm and power loss alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that they had issues with the power of battery staying in the insulin pump. The customer¿s blood glucose level was 115 mg /dl at the time of the incident. Customer's other blood glucose value was 121 mg/dl. Customer receive a low battery alert prior to the replace battery alarm. Customer stated the battery cap not loose, cracked or damaged. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.